Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Reportedly, smart device operating system was not a supported system. Data was received but investigation window does not reflect the alleged issue. Confirmation of the allegation could not be determined. The root cause could not be determined. No additional event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.